Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery alert. Customer's blood glucose level was 110 mg/dl. Customer did not receive a low battery alert prior to the replace battery alert and there was also second occurrence of replace battery alert without a low battery warning. Customer was advised that the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. The device will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed battery power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.